Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2017-01712, reference MFR. Report#: 3006705815-2017-01713. It was reported the patient was sent to the emergency room due to low blood pressure. Allegedly, the physician does not believe the issue is device related. The patient's status is unknown.